Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) display is out of electrical specification. Encoder flex is out of mechanical specification. Upper and lower cases, side bail covers, ring cover, and battery drawer are broken. The ring is bent.